Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 24.3 mmol/l with nausea, extreme drowsiness and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged an inaccurate pump delivery issue. Troubleshooting by animas customer support revealed bolus settings had been adjusted and the basal history did not match the active basal program. According to the total daily history, the pump delivered insulin; however, there was no record in the basal history for one whole day. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an inaccurate delivery issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2017 with the following findings: the pump history was reviewed for investigation and revealed that the basal change history appeared to be inaccurate on (B)(6) 2017 due to the user having only one basal rate programmed. The basal history records each basal rate change. There were no changes to the basal rated from (B)(6) 2017 at 14:44 until (B)(6) 2017 at 14:02. Therefore, no records for the date of (B)(6) 2017 were recorded. The total daily dose history added up correctly to reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. No delivery interruptions occurred during investigation testing. No errors, alarms or warnings occurred during testing. Investigation did not duplicate the alleged basal history recording defect.